Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) event with minute ventilation (mv) being disabled. Reviewed events show significant noise over sensing on both channels and impedance measurements for both leads were not completed due to the mentioned noise. Furthermore, there was pacing inhibition of more than two seconds in the right ventricular channel. There was no more evidence of lead noise following the recorded events. No adverse patient effects were reported.